Event description:
The pt underwent an abdimonal hysterectomy operation in 2005. During this procedure the absorbable hemostat was placed under the rectum, close to the side well of the abdomen. One quater of the absorbable hemostat was left in the pt. In 12/2005, the pt complained of pelvic pain and vaginal drainage. An ultrasound was performed and a mass was noted under the rectum, close to the side wall of the abdomen where the absorbable hemostat was placed. The 5th day, the pt was taken to surgery for an exploratory procedure. It was reported that a "rock solid mass" was found but was unable to be cut or removed. A drain was placed in abdomen. The pt was returned to surgery later that day with excessive drainage and vaginal packing was placed. The pt has been placed on a pain pump . The pt is scheduled to be reoperated on next week for the removal of the mass.